Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6) . A field service engineer (fse) replaced the sample needle, mixer paddle, and maintenance kits. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results from the cobas e 411 analyzer (disk system). Patient 1's initial result was 18 pg/ml, and the repeat results were 10.75 pg/ml and 11 pg/ml. Patient 2's initial result was 3 pg/ml, accompanied by a data flag, and the repeat result was 52.76 pg/ml.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) cleaned the sensors and the x axis of the probes. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
The instrument has been uninstalled.